Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the lead dislodged and was not implanted. It was replaced with a new lead. No patient complications have been reported as a result of this event.